Event description:
Reporter stated that caller from facility reported that the unit had had an intermittent blanking out of all displays during compounding. While compounding a tpn, the unit functioned correctly for the lipids and amino acids, but when dextrose was being added, all displays went blank and caller said he did not think there had been any alarms. The bag was discarded and the compounding repeated with the same results. On the third attempt, compounding was successful for this 3300ml tpn. The caller reported that the display blank out had occurred on another formula of smaller volume also. The caller stated that the problem was not occurring at the time he was talking to the reporter, who advised him not to use the unit, which will be sent to product services for evaluation. No pt involvement.